Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that an occlusion alarm occurred. Customer changed pump supplies to address the issue. It was reported that the cartridge was damaged at the o-ring, interrupting insulin delivery. It was reported that a cartridge change error occurred. It was reported that a minimum fill notification occurred after the user filled the cartridge with 120 units of insulin during the load sequence. A replacement pump was sent to the customer to resolve the issues. Customer¿s blood glucose level was 226 mg/dl.